Event description:
Reported death of patient due to multi-system organ failure. Patient's family decided to withdraw care due to health status. No autopsy was performed, the device was not explanted, and hospital staff reported device did not cause or contribute to the patient's death.

Manufacturer narrative:
Patient death due to multi-system organ failure. Patient's family made the decision to withdraw support. Device confirmed by hospital staff to not have caused or contributed to patient death. Device was not explanted and no autopsy was performed. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.